Manufacturer narrative:
The referenced electrosurgical unit (esu)was returned to olympus for evaluation along with the associated footswitch and a-cord. A visual inspection of the esu found excessive dust accumulated inside of the device. The device failed the broken wire detection test due to a faulty printed circuit (pc) board. The a-cord tip that connects to the esu was found broken off and stuck inside of the esu¿s active connector port. The esu was evaluated with an olympus electrosurgical biopsy test snare and the device performed appropriately. Additionally, the device history reveals the esu was purchased on (B)(6) 2000 with no service/repairs performed. The model psd-20 has been discontinued from service since (B)(6) 2014. Based on the evaluation results, the exact cause of the reported event could not be conclusively determined; however, insufficient maintenance of the device could not be ruled out as a contributory factor to the reported event. The instruction manual recommends having the esu inspected at an olympus service center once a year. Repairs must be made by an authorized olympus service center, and should not be attempted by non-olympus service personnel.

Event description:
The user facility reported that after a therapeutic colonoscopy procedure, the patient was admitted to the hospital later in the day with severe abdominal pain and was diagnosed with a perforated colon. The user facility stated the esu possibly malfunctioned as the esu was showing signs of abnormal cutting/coagulation when using a snare to remove a 1.2cm sessile polyp close to the polypectomy side of the transverse colon. The esu settings were at 25. No error messages were noted prior to the reported event. The patient was admitted to (B)(6) hospital for a colectomy and surgical repair. 1 of 2.